Manufacturer narrative:
The investigation confirmed that multiple higher and lower than expected vitros phyt results were obtained from four different quality control samples processed on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. Ocd field service performed service actions to two different subsystems of the microslide system, however, crbm and alt within run precision testing performed before and after the customer actions were within acceptance criteria demonstrating acceptable instrument performance. Therefore, there is no evidence an instrument issue mitigated by service actions contributed to the issue. A pre-analytical fluid handling issue, the non-vitros quality control fluids in use at the time of the event, a calibration event that had not been verified with acceptable quality control results, or an unknown quality issue with the phyt slides in use at the time of the event cannot be ruled out as contributing to the event. A definitive root cause for the event could not be determined.

Event description:
The customer observed multiple higher and lower than expected vitros phenytoin (phyt) results predicted from four different quality control fluids processed on a vitros 5600 integrated system. Biorad control 1: control 1: 9.23, 8.95 and 10.12 "g/ml vs. 6.91 g/ml biorad control 2: 17.62, 18.91, 10.72, 9.55, 18.48, 11.12, 9.33, 18.04, 18.22, 17.59, 17.79 and 17.61 g/ml vs. 14.6 g/ml. Biorad control 3: 19.81, 15.37, 12.78, 17.96, 17.21, 30.85, 18.05, 32.22, 32.91, 31.65, 33.22, 32.36, 30.49, 32.63 and 30.90 g/ml vs. 24.9 g/ml. Vitros tdm performance verifier iii: 33.1, 31.2, 32.1, 31.2, 30.7, 30.6 and 30.6 g/ml vs. 25.5 g/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. This report is number 31 of 37 MDR's for this event. Thirty seven (37) 3500a forms are being submitted for this event as 37 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).